Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure using a ruby coil, the hospital staff noticed the ruby coil was pushed out of the introducer sheath by the pusher wire. Therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.